Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp pre-filled handle was damaged. This was discovered before use. The following information was provided by the initial reporter: the 19 bed child patient was hospitalized due to fever, indwelling needle puncture was performed according to the doctor's instructions, and long-term bid for cephalosporin sodium and glucose sodium chloride potassium st intravenous infusion treatment was used, and the tube was sealed with a flush after the infusion. After removing the outer packaging, it was found that the pre-filled handle was damaged and could not be used. The operator immediately replaced the pre-filled to seal the tube. After the operation, contact the instrument department to explain the reason and report the adverse event.